Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for spinal pain. It was reported that the handset took a long time to connect and was stuck at 90%. Patient stated they are getting system error that need to restart the program but unable to recall some of the error message. Agent reviewed device function and assisted the patient with clearing the data. Patient was able to connect to pump without any lag. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.